Event description:
It was reported that the device was at recommended replacement time (rrt) and premature depletion was suspected due to the low pacing rate and no therapy history. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The time of rrt in save to disk on (B)(6)-2013 device rrt less than or equal to 2.62 volts. Product ID 438-35s-52 competitor implantable pacing lead implanted: 2008-(B)(6), product ID 7070-65 competitor implantable tachy lead implanted: 2008-(B)(6). (B)(4).